Event description:
It was reported that the 9800 system made a "popping" sound and no fluoro. It was also noted that there was a burning smell and the touch screen is not working. There was no report of patient injury.

Manufacturer narrative:
Customer cancelled the service call. No add'l info provided. If add'l info is supplied, it will be reported as required.